Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the o2 button is not functioning. The fse clarified the 100% o2 key was not functioning. The customer reported there was patient involvement and no patient harm.